Event description:
It was reported the patient had a loss of therapeutic effect. The device had no response with the n vision programmer. The patient noted that the device had been turned on and stayed on for three or more years with a stimulation level set ''around 4-5 amps.'' It was later noted that the amplitude was approximately ''5-6 amps.'' The battery was depleted, and the patient was scheduled for a replacement. No patient injury was noted.

Manufacturer narrative:
Product ID 3889-28, lot # v268042, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer. , analysis of the implantable neurostimulator (model# 3058, serial# (B)(4)) found no significant anomaly and that the battery was at normal end of life. No telemetry or output was possible.